Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer eats at night, they requested more insulin for the amount of carbohydrates they eat. The customer's blood glucose (bg) level subsequently decreased to 43 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.